Manufacturer narrative:
Batch review performed by medacta regualtory affairs department on 29 may 2020: lot 1900813: (B)(4) items manufactured and released on 15-may-2019. Expiration date: 2024-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 6 days after the primary surgery due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta head with a medacta head and another company's liner with a competitor's liner. The surgery was completed successfully.